Manufacturer narrative:
Follow-up received on 28-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted. After 1 year and 2 months, diagnostic imaging showed that essure coils had migrated. Device migration is listed in the reference safety information for essure. Although the exact date and mechanism of this device migration is unknown, given the nature of this event, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since partial hysterectomy was required to remove essure. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 04-aug-2016, on behalf of an adult female plaintiff, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive hair loss, excessive weight gain, dental problems, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. In or around (B)(6) 2014, plaintiff underwent diagnostic imaging in an effort to determine the cause of her pain. At that time, plaintiff's treating physician informed her that her essure coils had migrated. On or around (B)(6) 2016, plaintiff underwent an abdominal partial hysterectomy to remove her essure coils and uterus. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted. After 1 year and 2 months, diagnostic imaging showed that essure coils had migrated. Device migration is listed in the reference safety information for essure. Although the exact date and mechanism of this device migration is unknown, given the nature of this event, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since partial hysterectomy was required to remove essure. A product technical complaint analysis is being sought. Further information will be obtained through litigation process.